Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 14 states "intraoperative or postoperative bone fracture and/or postoperative pain." The following could not be completed with the limited information provided. Date of event - ni, date explanted - ni.

Event description:
A patient who underwent a right shoulder arthroplasty has been indicated for revision due to unusual pain in shoulder. No revision has been reported to date.